Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the hospital on (B)(6) 2016 because of a sensor error. He was feeling low and the sensor was not working. Customer's blood glucose level was not reported. The customer treated his blood glucose level with food. The customer was sent home without treating him. The device was not returned.